Event description:
Reporter alleged the lancet needle that is a part of the softclix device sys used in finger-stick blood glucose testing does not retract, and has to manually pull the lancet needle out of her finger after use. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.